Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with suspect fluid interface syndrome in both eyes from increased intraocular pressure two days post lasik. The patient had corneal edema, guttata, and superficial punctate keratitis. The patient noted blurry vision and dry eye. Topical steroid drops were discontinued and the patient was started on lifitegrast ophthalmic solution, brimonidine tartrate/timolol maleate ophthalmic solution, and instructed to use preservative free artificial tears every hour. The patient was seen for follow up and had improved. The patient is scheduled for additional follow up. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).